Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex artery. The lesion contained <= 45 degrees bend. After a 6f sheath was introduced, a non-bsc guiding catheter was used to cannulate the left main, and a guidewire was used to cross the left anterior descending artery lesion. Then a 3.50x20mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.